Event description:
Same case as MDR#2134265-2012-07189 and MDR#2134265-2012-07190. Reportable based on analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the stent delivery system (sds) could not cross the lesion. The 60% stenosed target lesion was located in a moderately tortuous, severely calcified 'complex interventricular artery'. Three promus element stents were introduced but were unable to cross the target lesion, a 2.75x20mm promus element sds, a 3.00x32mm sds, and a 2.5 x 32mm sds. The procedure was completed with another promus element. No patient complications were reported and the patient's status is stable. However, device analysis revealed a shaft fracture.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual and microscopic examination identified a shaft hypotube break located 24.5cm from the catheter strain relief. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).